Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl. Cause of bg level was not known. Customer administered a manual injection of insulin to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with injections of long acting and short acting insulin. Reportedly, customer experienced a "coma and organ failure". Customer was discharged on (B)(6) 2024 with the issue resolved. Customer reported permanent heart damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
(H6) add codes: 4121, 3221, 67.